Event description:
On (B)(6) 2013 at (B)(6) hospital in (B)(6), rotaflow console (B)(4) had battery issues. According to the customer, the battery has dropped, leading to a shutdown of the console. As a result, the patient's blood pressure and oxygenation fell. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The device was evaluated by a ssu technician and it was determined that the device worked about 15 minutes with a fully charged battery. The voltage of the battery was 28v and the battery was last replaced on (B)(6) 2011. The maquet technician replaced the battery and preventive maintenance was performed. The result of the preventive maintenance was acceptable.